Event description:
I am a diagnosed (c1, c2) quadriplegic who has been on a respirator for the past 31 years, where I have used lp-10s, ltv-950s, trilogy-100s, and now a vocsn since (B)(6) of last year. However, I have tried to deal with reacthealth and my dme company, (B)(6), to solve the problem, but it seems nobody cares, causing me, the patient, to suffer. What is going on is that the vocsn respirator does not function correctly when I fall asleep or get close to falling asleep, in that the machine stops delivering a breath. I have contacted reacthealth numerous times, but they have no interest in helping. In fact, I received the following reply from (B)(6) about the issue, "we ¿ react health, will not and cannot provide any direction to patients regarding their direct care, they must go through a provider. We make no exceptions. Please continue to work with (B)(6), or please change providers, and another provider should be able to provide better support." This is a relatively messed-up response from a company that makes and distributes medical equipment to people without any support system in place. I would like this issue resolved because I am tired of not being able to sleep on the vocsn respirator, as it makes life more difficult than it already is. I filed a complaint with the FDA about a year ago with the same issue, and never heard anything from reacthealth, (B)(6), or the FDA. I cannot be the only person having issues with the vocsn respirator and something needs to be done before someone gets seriously hurt.